Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as due to clostridium difficile. The patient was hospitalized for the peritonitis. Treatment details were not reported. Action taken with extraneal therapy was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.